Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump touchscreen became unresponsive and a subsequent inspection after removing the case and screen protector revealed a small hairline crack on the touchscreen, after which the device was shut down and prepared for replacement. Symptoms included hyperglycemia 220 mg/dl. Outcomes included transition to backup therapy indicating an unexpected medical intervention. Investigation included communication with the user and analysis of the information they provided. Investigation of this case revealed a fracture of the touchscreen consistent with a stress-related problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.